Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided picture identified what appears to be a metal shard. No other definitive statements can be made. The DHR was reviewed and no discrepancies relevant to the reported event were found. Per the IFU, 'use care in handling and storage or implant components. Do not use any component if damage is found or caused during setup or insertion. Cutting, bending, notching, or scratching the surfaces of components can significantly reduce the strength, fatigue resistance and/or wear characteristics of the implant system.' A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 42522100711 - articular surface - 64262580 unknown inserter. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that total knee arthroplasty was performed. During the procedure, when articular surface was inserted by inserter to the tibia at final step, it made a snapping sound. After that, a piece of metal came out. Fortunately, the metallic piece was removed. The fractured tibial component remains implanted. No medical intervention has been reported to date.